Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, an (B)(6)-year-old female child patient's infusion set's tubing detached/broken at site connector. The first one was noticed upon insertion and second had been used for less than 24 hours. At the time of the event, her blood glucose level was 460 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.